Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor ruptured during filling. The device was filled with 20ml of non-baxter fluorouracil and 32ml of non-baxter 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 12, 2014-june 16, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed that the reservoir had ruptured. Microscopic inspection noted a marking near the rupture line of the internal surface of the reservoir. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.